Event description:
It was reported that the right ventricular (rv) lead had chronically high threshold and impedance. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. D234trk implantable cardioverter defibrillator 2013-(B)(6), 4196 implantable pacing lead 2009-(B)(6). (B)(4).